Event description:
It was observed that during the device evaluation, the laryngo fiberscope had dirt on objective lens causing the monitor shows a black screen with no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to dirt on objective lens causing the monitor to have shown a black screen with no image: dust or dirt problem identified and the cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.